Manufacturer narrative:
(B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device lot number mc8dbkp0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Abdominoplasty. What do you mean by burst? Please explain what exactly occurred. The surgeon was using a control release suture and the nurse did not inform him. Did the patient suffer from injury due to the delay? What do you mean by "almost 7 stitches we opened and same problem we encounter"? Please explain. What is the current condition of the patient? Good. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the exact number of sutures that pulled off the needle during this 1 patient procedure? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2020 and suture was used. During the procedure, the needle and the thread itself easily burst, almost 7 stitches opened and same problem encountered, causing a missed one (1) needle during the surgery. It took one hour for searching and causing the delay of the operation. Via c- arm images, the needle was successfully recovered. There were no adverse patient consequences reported. The current condition was reported as good. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/21/2020 additional information was requested and the following was obtained: ¿ please provide the exact number of sutures that pulled off the needle during this 1 patient procedure? 7 stitch ¿ was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no ¿ was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? No note: events reported in 2210968-2020-05118, 2210968-2020-05420, 2210968-2020-05421, 2210968-2020-05422, 2210968-2020-05423, 2210968-2020-05424, 2210968-2020-05425 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.